Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00121: driver.

Event description:
While inserting a acutrak screw, the driver tip broke off in the screw head. It could not be removed; it was left implanted. Resulted in a 20 minute delay in surgery.